Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the tubing after 30 units of insulin had been delivered; however, insulin did exit the end of the cartridge pigtail. The customer reported a blood glucose level of 170 (mg/dl). The tubing was changed and insulin was observed.